Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the emergency department with symptoms of presyncope. An interrogation of the patients pacemaker device was performed. A review of the device data indicated this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms approximately five months ago. This triggered a lead safety switch (lss) which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. A review of the pace impedance trend data indicates there was a gradual rise from 650 ohms to 1619 ohms followed by the abrupt increase to greater than 3000 ohms. Following the high out of range measurement, the pace impedance was stable in the approximately 500 ohms range, which is within normal specification limits. There were also stored episodes which exhibited rv lead noise and oversensing resulting in inhibition of atrial pacing. The patient was noted to be atrial pace therapy dependent with an intrinsic atrial rate of approximately 35 beats per minute, as observed on one of the stored episodes. Boston scientific technical services (ts) noted rv conduction was observed through the noise. Ts discussed possible options with the boston scientific field representative but noted that they ultimately needed to discuss rv lead management with the physician. The rv lead was subsequently surgically abandoned and replaced. There was noise observed in stored episodes from the day of lead replacement with some pauses just over two seconds observed.